Event description:
The customer reported that the 840 ventilator posted error message graphic user interface (gui) reset. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended to reset the gui cable. The customer reported to have replaced the gui cable. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).